Event description:
A customer observed repeatable false negative ahbc results for a patient sample on the eci analyzer. The result did not agree with multiple OEM methods. The false negative result was not reported. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the negative vitros ahbc result was inconsistent with other hepatitis marker testing. The negative results obtained on the eci were repeatable. Results for ahbc on multiple alternate methods matched the expected results. The system information available supports that the analyzer operated as expected. There is no sample remaining for further analysis. The root cause of the event is unknown.